Manufacturer narrative:
The cause for the discount reactive advia centaur (B)(6) igm result with the alternate method is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A reactive adiva centaur (B)(6) igm result was obtained for a pt sample and reported to the physician. The physician questioned the result as this did not match clinical picture of the pt. The pt was redrawn and tested. The (B)(6) igm result was reactive. The customer sent out the pt sample to be tested on an alternate method. The (B)(6) igm result was non reactive. A third sample was drawn and tested on the advia centaur method. The result was reactive. The physician decided to proceed with the pt workup for lung transplant based on the non reactive result from the alternate method. Lung transplant surgery was delayed. There was no report of adverse health consequence due to the reactive advia centaur (B)(6) igm results.